Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated in the lower abdomen causing a visible hernia on the patient without any tissue perforation. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) had migrated in the lower abdomen causing a visible hernia on the patient without any tissue perforation. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the reservoir, pump, and cylinders found no abnormalities on visual inspection and passed the leak testing performed. The pump did not pass the activation testing. Migration of the device is a known inherent risk with this device. Based on the information available, the pump not passing the activation testing could affect product performance.